Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/23/2017. Device returned to manufacturer: yes. Device evaluation: returned sample: the complaint sample consisted of the activated syringe (containing approximately 0.4 ml of expellable solution), the cylinder holder and the plunger rod which was screwed into the backside of the blue rubber plunger. The cannula with protection sheath was attached at the cannula mount on the holder. The assembled syringe was placed into a plastic bag. The white particulate material was not returned for analysis. The visual inspection of the returned complaint syringe and remaining healon solution has not been able to confirm the customer¿s report of a ¿white particle¿. The syringe components and remaining solution were clear and free from material. A single air bubble was observed in the remaining healon solution. As the customer¿s report of white particulate material was not confirmed, then it is not possible to determine if there was a product non-conformance. This investigation has not been able to determine the probable cause for the customer¿s report of white particulate material being expelled during the use of the healon product. However, the examination of a video, accompanying the complaint sample, showed the presence of a colorless, flat particle, approximately 0.3 mm along the longest axis, which was observed in the patient¿s eye during the surgical procedure. Given that it appears flat and colorless, it could indicate that this is a silicone particle. Product deficiency was not found in the returned sample. Retained sample: visual inspection on retained products on the affected lot was completed. 35 samples have been investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. A product deficiency was not found on the retained samples. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon observed white particles that looked like air bubbles when the ophthalmic viscoelastic device was injected into the eye. They were removed during the irrigation and aspiration (I/a) so the surgery was successfully completed. No patient injury reported. The foreign material was not observed during continuous curvilinear capsulorhexis (ccc). After starting the creation of the anterior chamber, the particles came out. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Concomitant medical products: lens model zcb00v, serial number: unknown. All pertinent information available to abbott medical optics has been submitted.